Event description:
It was stated that the customer was taken to the clinic due to low blood glucose and feels that the insulin pump is over delivering. The displacement test was performed and the insulin pump was not calculating the insulin amount correctly when using the bolus wizard feature. It was explained how the bolus wizard and active insulin features work on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.